Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that water leaked from the balloon of the catheter soon after placement.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The sample was evaluated and water leakage was noted from the funnel. The sample was examined and a tear was noted at the inflation funnel. The tear was examined under a microscope and noted to be smooth. The tear appeared to have been caused from the outside and penetrated to the inside through funnel wall. We were unable to determine how and when problem occurred. A potential root cause for this failure mode could be user related (example: contact with sharp object/mechanical failure/operator error/mishandling product). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2.applicable patients (1) patients with known allergy to silver coated catheter."

Event description:
It was reported that water leaked from the balloon of the catheter soon after placement.